Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The unit was received inoperable due to constant "reload set", corresponding to the reported symptom "detects a set in load pt#3/4 when none is present." This was caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a pump falsely detected a loaded set. It was also reported that there was no patient injury.